Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "lump," "product started dissipating," "lips were bumpy and felt hard," and "scar tissue" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: "warnings: injection site reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 7 days in facial wrinkles and folds, and typically last = 14 days in the lips. Refer to the adverse events section for details. Adverse events: the most common injection-site responses for juvéderm® ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. C. Clinical evaluation of juvéderm® ultra xc for lip augmentation in a randomized, controlled clinical trial to evaluate the safety and effectiveness of juvéderm® ultra xc for lip augmentation, 213 subjects were randomized to treatment and received injections in the lips and perioral area (n = 157), or to delayed-treatment control, and had treatment delayed 3 months (n = 56). Injection site responses (isrs) reported by > 5% of the 193 subjects who completed post-treatment diary forms after initial treatment are summarized in table 5. The majority of isrs were mild or moderate in intensity, and their duration was short lasting (14 days or less). Isrs reported after touch-up treatment and repeat treatment were similar to those reported after initial treatment. Isrs that lasted beyond the 30-day diaries were considered adverse events. Adverse events were also reported by the treating investigator at follow-up visits. After initial treatment (or touch-up treatment if performed), a total of 168 treatment-related adverse events were reported in 29% of subjects (60/208). In general, aes were mild (77%, 130/168) or moderate (16%, 27/168), resolved without sequelae (93%, 156/168), and required no action (91%, 153/168). Aes typically resolved within 3 months. Treatment-related adverse events that occurred in > 1% of subjects were injection site mass 16% (33/208), induration 10% (21/208), discoloration 5% (10/208), pain 4% (9/208), bruising 3% (7/208), swelling 3% (7/208), erythema 2% (4/208), and reaction 2% (4/208). Similar aes were reported after repeat treatment. In the clinical study, 11 severe treatment-related adverse events occurred in 4 subjects. These adverse events include angioedema and injection site mass, pain, bruising, swelling, erythema, and hypertrophy. All of these events resolved without sequelae, and all except the angioedema required no action. One subject experienced angioedema in the upper lip following topical anesthetic application of 25% lidocaine/7% tetracaine and injection of juvéderm® ultra xc, which resolved following administration of oral antihistamine, hyaluronidase injection, and oral anti-inflammatory medication. Functional features of the lips, including lip sensitivity, sensation, and speech were assessed before treatment and at follow-up visits after treatment. Minimal changes were noted in subject self-assessments of the function and sensation of the lips and mouth area, treating investigator assessments of other functional features of the lips and mouth area, evaluating investigator assessments of subjects¿ lip sensitivity, and speech and language pathologist assessments of subjects¿ speech and articulation at scheduled timepoints following treatment, thus demonstrating that lip function and sensation were unaffected by treatment with juvéderm® ultra xc. Subgroup analyses were completed to analyze isrs and aes in relation to fitzpatrick skin phototype, age, investigational site, gender, volume injected, plane of injection, injection technique, and injection site. No increased safety risks were observed for any specific groups. Post-market surveillance: the following adverse events were received from postmarket surveillance for juvéderm® ultra and ultra plus, with and without lidocaine, with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All adverse events obtained through postmarket surveillance are listed in order of number of reports received: lack or loss of correction, inflammatory reaction, allergic reaction, necrosis, infection, migration, paresthesia, dry skin, abscess, headache, malaise, flulike symptoms, vision abnormalities, scarring, nausea, drainage, dyspnea, syncope, dizziness, anxiety, granuloma. In many cases, the symptoms resolved without any treatment. Reported treatments have included: oral or injectable antibiotics, steroids, steroidal creams, hyaluronidase, anti-inflammatories, anti-histamines, needle aspiration and drainage, ultrasound therapy, analgesics, anti-viral, excision, eye drops, hyperbaric oxygen, laser resurfacing, tissue debridement, surgical scar revision, ice, massage, and warm compress."

Event description:
Healthcare professional reported patient was injected approximately 4 years ago with 1 syringe of juvederm ultra xc in the nasolabial folds and lips. After injection that same day, patient complained of a lump on the top lip of their left side and was instructed to massage the area as treatment. The lump resolved within a week. Approximately 4 years after injection, patient was recently seen and reported "when the product started dissipating, their lips were bumpy and felt hard." Healthcare professional observed the patient visually and confirmed the patient's nasolabial folds felt bumpy as well. Healthcare professional stated it seems as though the lumps may be scar tissue that developed from the trauma of the needle. Symptoms have not resolved.